Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alarm received was external ram crc error, unexpected restart, low battery and weak battery. Customer's blood glucose at time of incident was unknown. The customer was explained the alarm and possible causes. The customer was advised the pump will need to be replaced.